Event description:
It was reported that nd clamp tubing alarm. Upon restart, pump alarms nd pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run at end of call. Patient will call hotline if there are further pump related issues. Patient is scheduled for pump disconnect is at 1450. No additional information available.